Event description:
The customer reported that the arch arm was stuck and the monitor unit and power cord were broken.

Manufacturer narrative:
(B) (4). The ge service rep replaced the column power supply. The system operates as intended.